Event description:
The user received a discrepant hcg result on one patient sample. The original result of less than 5 miu per ml was generated around 2:30 am from a lithium heparin sample. The user stated they ran a urine pregnancy test shortly after that and it was positive. He stated they ran a serum sample that had been drawn at the same time as the lithium heparin sample on the same analyzer at 4:00 am with a result of 86000 miu per ml. They reran the original lithium heparin sample on the same analyzer at 6:30 am with a result of 89000 miu per ml. They also ran the lithium heparin sample on the cobas 6000 e601 serial number (B) (4) and recovered greater than 80000 miu per ml. The original result was not reported. The result they reported was 89000 miu per ml. There was no treatment administered due to the original result as it was not reported. The user did not have any information regarding the patient's gestational time. They have not had any issues with any other assays or any other patient samples for hcg.

Manufacturer narrative:
The field service representative determined the cause to be a misadjusted sample probe. He adjusted the sample probe and replaced the needle. Instrument testing was performed which checked in accordance with specifications. Calibration and qc were performed to verify the analyzer performance with all results okay.